Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, during therapy the home patient's extension line separated from the patient line of the homechoice set. Upon noting this, the home patient reconnected the two lines and attempted to complete therapy. Baxter's technical service center assisted the home patient's family member in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.